Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains successfully implanted. The independent dsmb considered this event not related to the device, delivery system or procedure. The aga medical erosion board reviewed and adjudicated this event on (B)(6), 2011 and determined no erosion occurred.

Event description:
(B)(4). The patient is a (B)(6) old female approximately (B)(6) with a diagnosis of a large asd with rv enlargement after evaluation for palpitations. Medical history includes palpitations, atrial arrhythmias, hyperlipidemia and ECG documentation (B)(6), 2010 of rbbb and probable left atrial abnormality. The patient was brought to the cath lab on (B)(6), 2010 where a pre-procedure ice demonstrated a secundum asd with rv enlargement. The distance of the defect to the coronary sinus was 10mm, av valves 12mm, and rulpv 14mm. The aortic rim was present, av valve, svc, and ivc rims were all sufficient. The native diameter of the defect was measured via spot cine as 16mm, stretched to 18mm via stop-flow technique. An 18mm aso was implanted without complication and the post-procedure tte showed no residual shunt post asd device occlusion and no pericardial effusion. The pre-discharge tte on (B)(6), 2010 showed a trace amount of pericardial fluid. The patient was discharged with no intervention for the pericardial effusion. On (B)(6), 2010 the patient was seen for the one month follow-up visit. The patient was out of the country and was unable to come in for a regularly scheduled one-month visit. The tte showed no residual shunting and no change from the pre-discharge tte. The adverse event was considered ongoing.